Manufacturer narrative:
Brand name - the correct brand name is sterrad chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue.

Manufacturer narrative:
The affected loads were reprocessed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, concomitant product evaluation and retains analysis. The DHR was not reviewed as the lot number was unavailable. Trending analysis by lot number was not reviewed as the lot number was not available. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. Retains testing could not be performed since the lot number was unavailable and there is sufficient information to determine user error to be the cause. The concomitant sterrad® 100's was tested by a field service engineer. The unit was in working condition and no maintenance was required. An asp clinical education consultant (cec) visited the customer site and observed the customer's sterilization process for two days. The cec noted that the customer's older casket trays were scratched and could be absorbing hydrogen peroxide into the crevices which was what was causing the inconsistencies with the chemical indicators. The cec advised the customer to use new "casket" trays or only light load in the old containers. The customer has since purchased new containers. The likely assignable cause of the issue can be attributed to the use of old, scratched casket trays that may absorb h2o2. The issue will continue to be tracked and trended.